Event description:
(B)(4). Initial report: this medically important spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) male patient who received 4-5 applications of poly-l-lactic acid (sculptra) to his cheek area during 2007 for lipoatrophy. Relevant medical history includes thyroiditis and a mood disorder. Concomitant medication information is unknown. Sometime in (B)(6) 2008, the patient developed nodules at the cheek area, with one becoming infected. Countermeasures included drainage of the nodules with a needle, methylprednisolone (depomedrol), and lincocin (into the infected nodule). At the present time, the patient has not recovered. The physician mentioned that poly-l-lactic acid was diluted with sterile water only, as much as possible. Reporter's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up information received on (B)(6) 2008: the physician reports that the patient's initials were originally reported incorrectly and have been modified. The batch number was not available. She considered the causal relationship to the event as highly probable and assessed it as serious (medically important). The patient did not recover. She examined the patient yesterday, (i.e. (B)(6) 2008) and noticed that there were still nodules on both cheeks, some of them resulted infected too. (B)(4). Additional information received on (B)(6) 2008: the patient received poly-l-lactic acid administration on (B)(6) 2007 and (B)(6) 2008. The patient experienced the first small nodule in (B)(6) 2008. Between (B)(6) 2008, the medical device adverse event worsened and she experienced many nodules at cheeks area, one resulted infected too. The physician described this worsening as an "explosion." Addendum for follow-up information received (B)(4) 2008: clarification received from the affiliate that the patient is female. Addendum for follow-up information received on 21-apr-09: per our affiliate, since the reporter (despite the attempts done), did not provide any additional information, this case is considered closed.